Event description:
It was reported that the patient experienced pain at the paddle lead site following an implant procedure. The patient went to the emergency room (ER) and was admitted to the hospital. It was mentioned that the patient was given pain medication. A computed tomography (CT) scan was taken, and the result was normal. Program optimization was also attempted and was successful. The patient was discharged from hospital and was reportedly doing well.